Event description:
It was reported that this brady lead from the left bundle branch was surgically repositioned due to dislodgement as confirmed via x-ray. This lead remains in service. No additional adverse patient effects were reported.